Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set fell of during use events on 31-may-2024. The infusion sets had been used for less than 24 hours. The blood glucose level was high therefore the patient was treated with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.